Event description:
The patient was undergoing a coil embolization procedure in the right internal mammary artery (rima) using pod packing coils (pod pcs). During the procedure, the physician implanted a pod pc in the target vessel. Subsequently, a final hand injection angiogram showed the pod pc had migrated to the vertebral artery. It was reported that the final hand injection angiogram was unrelated the pod pc migrating. The pod pc was then snared to remove it. The procedure was completed using another pod pc. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #1 MFR report: 3005168196-2020-01483. Results: the embolization coil had offset coil winds at its proximal end. The proximal constraint sphere was intact with the embolization coil. Conclusions: evaluation of the returned pod pc revealed that the embolization coil was detached from the pusher assembly and the proximal constraint sphere was intact with the embolization coil. The embolization coil had offset coil winds near its proximal end. This damage was likely a result of snaring to remove the coil out of the patient body. The pusher assembly was not returned for evaluation. The root cause of the reported event could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the cause of coil migrating. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right internal mammary artery (rima) using pod packing coils (pod pcs). During the procedure, the physician implanted a pod pc in the target vessel. Subsequently, a final hand injection angiogram showed the pod pc had migrated to the vertebral artery. The pod pc was then snared to remove it. The procedure was completed using another pod pc. There was no report of an adverse effect to the patient.